Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited foreign material attached to the charged coupled device (ccd) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where foreign material similar to dirt was confirmed. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. According to previous investigations, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.